Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacture's technician confirmed the reported issue and provided part numbers to correct the reported issue. The customer ordered parts and the overlay, power switch, english (ui) unit was repaired and now functions without issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an issue with the power switch overlay with no patient involvement.